Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side hardening, pain, deformation, recall, and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient later reported capsular contracture, baker grade iii. Patient was prescribed singulair, montelair and vitamin e.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "[they] began to show symptoms such as hardening and a lot of pain, where capsular contracture and deformation were found. Neither the physician nor the brand informed their customers of the possible problems with the 2019 recall". Patient later reported [they] discovered "prosthesis could cause some problems". Patient later reported "capsular contracture baker grade iii" and "radial folds". Patient later reported "recall", "pain and capsular contracture". Patient later reported "pain". Patient later reported "capsular contracture (baker's disease) is between grade iii and IV" and " visible deformity". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5